Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient underwent a valve surgery which caused the atrial lead to dislodge. The lead was explanted on (B)(6) 2013.